Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the coude intermittent catheter tips were not curved enough to be inserted properly, which allegedly caused the patient to experience discomfort upon trying to insert the catheters. No medical intervention was reported.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Evaluation of the sample noted no obvious defects with the formed latex, curve, funnel, or eye punch. It was found that the tip end was curved and the sample met specification. The product was considered acceptable, if it was not completely straight. It was noted that the samples were received with significant bending and coiling that could have been attributable to the method of shipping a complaint sample. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the coude intermittent catheter tips were not curved enough to be inserted properly, which allegedly caused the patient to experience discomfort upon trying to insert the catheters. No medical intervention was reported.